Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a lead implant procedure, the patients ipg was depleting very quickly. The patient underwent an ipg replacement procedure. The physician suspected that the ipg was damaged by electrocautery. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))

Event description:
A report was received that following a lead implant procedure, the patients ipg was depleting very quickly. The patient underwent an ipg replacement procedure. The physician suspected that the ipg was damaged by electrocautery. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))